Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) preconnect, consisting of pump and cylinders, as the glans was not being filled up by the cylinders. A new preconnect was implanted and it was noted that it appears to fit. No additional patient complications were reported.